Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
Correction on initial report.

Event description:
The customer reported that a nurse was walking the patient to the bathroom when the IV pole hit a small bump, which resulted in a pump turning off spontaneously. The nurse had to reprogram the IV fluid and IV piggyback medication. The customer attributed this event to a channel disconnect secondary to iui contamination and/or damage. There was no delay in medication administration and no report of patient harm.